Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that ongoing alerts had been generated for non-sustained ventricular arrhythmia episode(s). Review of the stored data identified noise and oversensing rather than true non-sustained ventricular tachycardia (nsvt). A boston scientific technical services consultant recommended continued routine follow up visits and stated an in-clinic assessment may include provocative maneuvers and isometrics to try and recreate noise/artefact. No adverse patient effects were reported.